Event description:
The devices were implanted in 2004. The vascular access specialist (vas) spoke with the facility charge nurse (cn) regarding f/u on pts. The cn stated that they noted an injection of this pt's lateral pocket, and that the dressing was covered with fecal material. Pt has a history of diarrhea and lives alone. Blood cultures and cultures of pocket material were taken. They were unable to state if a hematoma were present prior to noting the infection. Fever absent. Blood cultures were negative, and preliminary report of pocket cultures were positive for gram + cocci. Pt placed on ancel 1gm q tx, and tobramycin 1 gm x 1 dose. Vas reviewed pocket irrigation with the charge nurse.